Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the syringe leaked while administering 5-fu IV push. After half of the administration was completed, the syringe started leaking where the texium connects to the tubing. The syringe was disconnected and then reconnected and the administration was completed. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage while administering an IV push with a texium-bonded syringe was neither confirmed nor replicated. The syringe was functioning effectively throughout testing. The tubing set involved in this complaint was not provided by the customer. The root cause of fluid leakage while administering an IV push with a texium-bonded syringe was not determined.